Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during use the portable spo2 monitor gave low readings between 88-93%. The customer stated they considered this reading to be low based on the patient's condition and expected an spo2 reading of 95-99%. There was patient involvement but no report of patient harm, injury or incident.